Event description:
In (B)(6) in 2021 the medical center placed and impella cp for support for a patient admitted with cardiogenic shock, along with ECMO. The support was successful and then in 2022 there was a documentation of renal failure in the (B)(6) registry during the impella support. The team treated the patient with dialysis.

Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump product last year. No analysis and testing is possible. Should the medical team and/or registry team relay more information that leads to a definitive root cause of the renal injury, a final report will be filed.